Event description:
On (B)(6) 2009, pt reported the piston rod on her infusion device will not go all the way down. She stated it will go down, but not all the way. Pt reported the piston rod will go down half way. She stated she is not receiving any error message. Pt reported this has been an ongoing issue since (B)(6) . Had pt start the change the cartridge procedure. Pt stated she can hear a noise "like the piston rod should be returning and its not". Pt reported the piston rod is just sitting. Pt stated she received the e10 (cartridge error). Had pt insert a new battery. Pt reported during the process the second time, it seemed as if the piston rod has gone down farther and the 315 screen populated. Pt is on her backup infusion device. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for eval.